Event description:
The patient was revised to address an over-externally-rotated tibial tray, which caused the pt instability in mid-flexion (left side).

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation was limited to the info provided, as the product code and lot numbers required to review the device history records and complaint history was not provided. Although unable to confirm info provided suggests that positioning of the tibial tray during the initial implantation may have been a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.